Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. A lead diagnostic was performed and confirmed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 , wherein the system was explanted and replaced to address the issue.